Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message issue was reported with the use of abbott diabetes care (adc) device leaving the customer unable to obtain glucose readings. The customer stated they did ¿not feel dizzy¿ however they were unable to self-treat, requiring unknown third-party administration of insulin (unspecified type/dose) for treatment. Additionally, the customer made healthcare professional (hcp) contact and was given a glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection was performed on the applicator and cap, no issues were observed. Sensor cap was retained inside applicator cap. Applicator had fired correctly. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed in the event log. Sensor state 1 with no insertion failures (event log 5) is an indication that the user had not activated the sensor. Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Therefore, issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message issue was reported with the use of abbott diabetes care (adc) device leaving the customer unable to obtain glucose readings. The customer stated they did ¿not feel dizzy¿ however they were unable to self-treat, requiring unknown third-party administration of insulin (unspecified type/dose) for treatment. Additionally, the customer made healthcare professional (hcp) contact and was given a glucose injection. There was no report of death or permanent impairment associated with this event.